Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart disease congenital, mitral insufficiency, ventricular septal defect, hypertension, lightheadedness, fatigue, attention deficit disorder, obesity, breast pain, stress urinary incontinence and uterine bleeding. The patient states that she underwent essure confirmation test and result was total bilateral occlusion (per pfs). Concurrent conditions included chest discomfort, pain in extremity, chest heaviness, dyspnea, sedentary, abnormal ECG, heavy periods, libido decreased, tiredness, bloating, post coital bleeding and memory loss. Concomitant products included aciclovir (acyclovir), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) and lisinopril. In 2011, the patient had essure inserted. In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pollakiuria ("bladder or urinary problems or changes frequent urination"), urinary incontinence ("bladder or urinary problems or changes : inability to hold it") and micturition urgency ("bladder or urinary problems or changes : feeling of urgency") and was found to have weight increased ("weight gain/ increased weight gradually over last 3 or so years and unable to lose it"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / increased bleeding and cramping with menstruation"), nausea ("nausea/ intermittent nausea throughout the day; daily ; exacerbated when brushing teeth"), anger ("psychological or psychiatric problems condition: anger"), dyspareunia ("dyspareunia (painful sexual intercourse)/ gradual increase in vagina pain while having sex, to the point of being afraid to even try"), fatigue ("fatigue/ constantly experienced severe exhaustion"), abdominal pain lower ("cramping/ lower abdominal pain") and bladder pain ("bladder tenderness"). On (B)(6) 2016, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition:myometrial adenomyosis") and cervical dysplasia ("cin iii of cervix") and was found to have uterine leiomyoma ("tumor 1 teratoma 1 cancer, type: small benign myometrial leiomyoma o.5cm"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), hyperhidrosis ("increased sweating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ increased bleeding and cramping with menstruation"), temperature intolerance ("allergic or hypersensitivity type: extreme sensitivity to cold/ extreme sensitivity to cold touching my body. It felt like burning sensation; itchy skin; weird burning sensation in a spot on my back"), pruritus ("extreme sensitivity to cold touching my body. It felt like burning sensation; itchy skin; weird burning sensation in a spot on my back"), burning sensation ("extreme sensitivity to cold touching my body. It felt like burning sensation; itchy skin; weird burning sensation in a spot on my back"), migraine ("migraines / headaches/ I suffered from migraines through my 20's. It went away for years and then started up again a few years ago. I have no idea when they restarted but it was after essure placement."), headache ("migraines / headaches"), amnesia ("neurological conditions or problems type: memory loss"), disturbance in attention ("concentration issues/ hard to concentrate"), anxiety ("psychological or psychiatric problems condition: anxiety, depression, anger, fear"), depression ("psychological or psychiatric problems condition: depression"), fear ("psychological or psychiatric problems condition: fear"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge/ discharge that was abnormal in amount/frequency"), loss of libido ("loss of libido"), muscle fatigue ("pain & extreme fatigue of muscles throughout entire body, but especially in the legs"), peripheral swelling ("swelling of upper and lower extremities"), arthralgia ("joint swelling/pain/ hips pain/ ankles pain "), joint swelling ("joint swelling/pain"), coital bleeding ("bleeding during sex"), pain in extremity ("fingers pain / constant pain in finger joints; sharp, shooting, stabbing pain in left middle and ring finger/ pain in bottom on feet/ elbows pain"), sensitivity of teeth ("teeth sensitivity"), tenderness ("tenderness all over my body to the touch"), emotional disorder ("emotionalism") and myalgia ("muscle pain") and underwent endodontic procedure ("dental problems root canal/ temp crowns, broken tooth repairs"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, hyperhidrosis, vaginal haemorrhage, temperature intolerance, pruritus, burning sensation, pollakiuria, urinary incontinence, micturition urgency, endodontic procedure, migraine, headache, nausea, amnesia, disturbance in attention, anxiety, fear, adenomyosis, dyspareunia, abdominal distension, cervical dysplasia, uterine leiomyoma, vaginal discharge, loss of libido, peripheral swelling, abdominal pain lower, bladder pain, arthralgia, joint swelling, coital bleeding, pain in extremity, sensitivity of teeth and tenderness outcome was unknown, the mood swings, menorrhagia, dysmenorrhoea, depression, anger and emotional disorder had resolved and the female sexual dysfunction, fatigue, alopecia, weight increased, muscle fatigue and myalgia was resolving. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, amnesia, anger, anxiety, arthralgia, bladder pain, burning sensation, cervical dysplasia, coital bleeding, depression, disturbance in attention, dysmenorrhoea, dyspareunia, emotional disorder, endodontic procedure, fatigue, fear, female sexual dysfunction, headache, hyperhidrosis, joint swelling, loss of libido, menorrhagia, micturition urgency, migraine, mood swings, muscle fatigue, myalgia, nausea, pain in extremity, pelvic pain, peripheral swelling, pollakiuria, pruritus, sensitivity of teeth, temperature intolerance, tenderness, urinary incontinence, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion : 2011, 2012(as per mr) current weight 215lbs. Lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.64 kgs. Pregnancy test urine - on (B)(6) 2017: result: negative. Ultrasound pelvis - on (B)(6) 2017: no specific etiology· for- pelvic. Pain ident identified. Showed essure implants in place.. Concerning the injuries reported in this case, the following ones were confirmed in patients' medical records : peripheral swelling, fatigue, menorrhagia, hair loss, anger, depression, cramping, bloating, dyspareunia, migraine, pelvic pain, nausea, arthralgia, joint swelling, vaginal bleeding, coital bleeding, urinary incontinence,uterine leiomyoma quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs and mr received: events added: mood swings, hyperhidrosis, vaginal haemorrhage, menorrhagia, temperature intolerance, female sexual dysfunction, pollakiuria, urinary incontinence, micturition urgency, endodontic procedure, dysmenorrhea , migraines / headaches, nausea, amnesia, disturbance in attention, psychological or psychiatric problems condition: anxiety, depression, anger, fear, adenomyosis, dyspareunia, fatigue, abdominal distension, alopecia, cervical dysplasia, uterine leiomyoma, vaginal discharge, weight increased, loss of libido, muscle fatigue, abdominal pain lower, peripheral swelling, abdominal distension, joint swelling/pain, bladder pain, coital bleeding, pruritus, burning sensation, uterine haemorrhage, sensitivity of teeth. Outcome of events ¿depression, anger , emotionalism, menorrhagia, dysmenorrhoea" updated to ¿recovered / resolved¿. Outcome of events ¿weight increased, fatigue , myalgia, apareunia, muscle fatigue, hair loss" updated to "recovering / resolving". Reporter information and patient details updated. Product indication added. Event onset dates updated. Patients' medical history, lab details and concomitant products added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart disease congenital, mitral insufficiency, ventricular septal defect, hypertension, lightheadedness, fatigue, attention deficit disorder, obesity, breast pain, stress urinary incontinence, uterine bleeding and pain in hip. The patient states that she underwent essure confirmation test and result was total bilateral occlusion (per pfs). Concurrent conditions included chest discomfort, pain in extremity, chest heaviness, dyspnea, sedentary, abnormal ECG, heavy periods, libido decreased, tiredness, bloating, post coital bleeding, memory loss, overweight, sore throat, pain in hip, urinary urgency, cough, paresthesia, joint pain, dysarthria, rash, dysuria, night sweats, vision abnormal and dizziness. Concomitant products included aciclovir (zovirax), amfetamine (amphetamine), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), dexamfetamine hydrochloride (dextroamphetamine hydrochloride), ethinylestradiol;norethisterone acetate (microgestin), hydrochlorothiazide, ibuprofen, lisinopril, nsaids and oral contraceptive nos. In 2011, the patient had essure inserted. In 2012, the patient underwent endodontic procedure ("dental problems root canal/ temp crowns, broken tooth repairs"). In 2015, the patient experienced temperature intolerance ("allergic or hypersensitivity type: extreme sensitivity to cold/ extreme sensitivity to cold touching my bodu. It felt like burning sensation; itchy skin; weird burning sensation in a spot on my back"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/ability to orgasm"), pollakiuria ("bladder or urinary problems or changes frequent urination"), urinary incontinence ("bladder or urinary problems or changes : inability to hold it"), micturition urgency ("bladder or urinary problems or changes : feeling of urgency") and migraine ("migraines / headaches/ I suffered from migraines through my 20's. It went away for years and then started up again a few years ago. I have no idea when they restarted but it was after essure placement.") And was found to have weight increased ("weight gain/ increased weight gradually over last 3 or so years and unable to lose it"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings\having issues with my hormones"), hyperhidrosis ("increased sweating") and alopecia ("hair loss"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ increased bleeding and cramping with menstruation"), dysmenorrhoea ("dysmenorrhea (cramping) / increased bleeding and cramping with menstruation"), nausea ("nausea/ intermittent nausea throughout the day; daily ; exacerbated when brushing teeth"), depression ("psychological or psychiatric problems condition: depression"), anger ("psychological or psychiatric problems condition: anger"), dyspareunia ("dyspareunia (painful sexual intercourse)/ gradual increase in vagina pain while having sex, to the point of being afraid to even try"), fatigue ("fatigue/ constantly experienced severe exhausion"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), vaginal discharge ("vaginal discharge/ discharge that was abnormal in amount/frequency"), loss of libido ("loss of libido"), abdominal pain lower ("cramping/ lower abdominal pain"), bladder pain ("bladder tenderness"), joint swelling ("joint swelling/pain"), coital bleeding ("bleeding during sex") and skin exfoliation ("flaky skin peeling on both hands and on face"). On (B)(6) 2016, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition:myometrial adenomyosis") and cervical dysplasia ("cin iii of cervix") and was found to have uterine leiomyoma ("tumor 1 teratoma 1 cancer, type: small benign myometrial leiomyoma o.5cm"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), pruritus ("extreme sensitivity to cold touching my bodu. It felt like burning sensation; itchy skin; weird burning sensation in a spot on my back"), burning sensation ("extreme sensitivity to cold touching my bodu. It felt like burning sensation; itchy skin; weird burning sensation in a spot on my back"), headache ("migraines / headaches"), amnesia ("neurological conditions or problems type: memory loss"), disturbance in attention ("concentration issues/ hard to concentrate"), anxiety ("psychological or psychiatric problems condition: anxiety, depression, anger, fear"), fear ("psychological or psychiatric problems condition: fear"), muscle fatigue ("pain & etreme fatigue of muscles throughout entire body, but especially in the legs"), peripheral swelling ("swelling of upper and lower extremeties"), the first episode of arthralgia ("joint swelling/pain/ hips pain/ ankles pain"), the second episode of arthralgia ("fingers pain / constant pain in finger joints; sharp, shooting, stabbing pain in left middle and ring finger/ pain in bottom on feet/ elbows pain"), hyperaesthesia teeth ("teeth sensitivity"), tenderness ("tenderness all over my body to the touch"), emotional disorder ("emotionalism"), myalgia ("muscle pain") and impaired quality of life ("affecting her quality of life as well as her attendance at work"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, hyperhidrosis, vaginal haemorrhage, temperature intolerance, pruritus, burning sensation, pollakiuria, urinary incontinence, micturition urgency, endodontic procedure, migraine, headache, nausea, amnesia, disturbance in attention, anxiety, fear, adenomyosis, dyspareunia, abdominal distension, cervical dysplasia, uterine leiomyoma, vaginal discharge, loss of libido, peripheral swelling, abdominal pain lower, bladder pain, joint swelling, coital bleeding, the last episode of arthralgia, hyperaesthesia teeth, tenderness, impaired quality of life and skin exfoliation outcome was unknown, the mood swings, menorrhagia, dysmenorrhoea, depression, anger and emotional disorder had resolved and the female sexual dysfunction, fatigue, alopecia, weight increased, muscle fatigue and myalgia was resolving. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, amnesia, anger, anxiety, bladder pain, burning sensation, cervical dysplasia, coital bleeding, depression, disturbance in attention, dysmenorrhoea, dyspareunia, emotional disorder, endodontic procedure, fatigue, fear, female sexual dysfunction, headache, hyperaesthesia teeth, hyperhidrosis, impaired quality of life, joint swelling, loss of libido, menorrhagia, micturition urgency, migraine, mood swings, muscle fatigue, myalgia, nausea, pelvic pain, peripheral swelling, pollakiuria, pruritus, skin exfoliation, temperature intolerance, tenderness, urinary incontinence, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: discrepancy noted in date of insertion : 2011, 2012 (as per mr), 09jul2013 (pfs) current weight 215lbs. Lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.; on (B)(6) 2017: total bilateral occlusion.. Pregnancy test urine - on (B)(6) 2017: result: negative. Ultrasound pelvis - on (B)(6) 2017: no specific etiology· for- pelvic pain identified. Showed essure implants in place. Concerning the injuries reported in this case, the following ones were confirmed in patients' medical records : peripheral swelling, fatigue, menorrhagia, hair loss, anger, depression, cramping, bloating, dyspareunia, migraine, pelvic pain, nausea, arthralgia, joint swelling, vaginal bleeding, coital bleeding, urinary incontinence,uterine leiomyoma quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: plaintiff fact sheet received. Event flaky skin peeling on both hands and on face and onset date of events were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart disease congenital, mitral insufficiency, ventricular septal defect, hypertension, lightheadedness, fatigue, attention deficit disorder, obesity, breast pain, stress urinary incontinence, uterine bleeding and pain in hip. The patient states that she underwent essure confirmation test and result was total bilateral occlusion (per pfs). Concurrent conditions included chest discomfort, pain in extremity, chest heaviness, dyspnea, sedentary, abnormal ECG, heavy periods, libido decreased, tiredness, bloating, post coital bleeding, memory loss and overweight. Concomitant products included aciclovir (zovirax), amfetamine (amphetamine), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), dexamfetamine hydrochloride (dextroamphetamine hydrochloride), ethinylestradiol;norethisterone acetate (microgestin), hydrochlorothiazide, lisinopril and oral contraceptive nos. In 2011, the patient had essure inserted. In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/ability to orgasm"), pollakiuria ("bladder or urinary problems or changes frequent urination"), urinary incontinence ("bladder or urinary problems or changes : inability to hold it") and micturition urgency ("bladder or urinary problems or changes : feeling of urgency") and was found to have weight increased ("weight gain/ increased weight gradually over last 3 or so years and unable to lose it"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / increased bleeding and cramping with menstruation"), nausea ("nausea/ intermittent nausea throughout the day; daily ; exacerbated when brushing teeth"), dyspareunia ("dyspareunia (painful sexual intercourse)/ gradual increase in vagina pain while having sex, to the point of being afraid to even try"), fatigue ("fatigue/ constantly experienced severe exhausion"), abdominal pain lower ("cramping/ lower abdominal pain") and bladder pain ("bladder tenderness"). On (B)(6) 2016, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition:myometrial adenomyosis") and cervical dysplasia ("cin iii of cervix") and was found to have uterine leiomyoma ("tumor 1 teratoma 1 cancer, type: small benign myometrial leiomyoma o.5cm"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings\having issues with my hormones"), hyperhidrosis ("increased sweating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ increased bleeding and cramping with menstruation"), temperature intolerance ("allergic or hypersensitivity type: extreme sensitivity to cold/ extreme sensitivity to cold touching my bodu. It felt like burning sensation; itchy skin; weird burning sensation in a spot on my back"), pruritus ("extreme sensitivity to cold touching my bodu. It felt like burning sensation; itchy skin; weird burning sensation in a spot on my back"), burning sensation ("extreme sensitivity to cold touching my bodu. It felt like burning sensation; itchy skin; weird burning sensation in a spot on my back"), migraine ("migraines / headaches/ I suffered from migraines through my 20's. It went away for years and then started up again a few years ago. I have no idea when they restarted but it was after essure placement."), headache ("migraines / headaches"), amnesia ("neurological conditions or problems type: memory loss"), disturbance in attention ("concentration issues/ hard to concentrate"), anxiety ("psychological or psychiatric problems condition: anxiety, depression, anger, fear"), depression ("psychological or psychiatric problems condition: depression"), anger ("psychological or psychiatric problems condition: anger"), fear ("psychological or psychiatric problems condition: fear"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge/ discharge that was abnormal in amount/frequency"), loss of libido ("loss of libido"), muscle fatigue ("pain & etreme fatigue of muscles throughout entire body, but especially in the legs"), peripheral swelling ("swelling of upper and lower extremeties"), the first episode of arthralgia ("joint swelling/pain/ hips pain/ ankles pain"), joint swelling ("joint swelling/pain"), coital bleeding ("bleeding during sex"), the second episode of arthralgia ("fingers pain / constant pain in finger joints; sharp, shooting, stabbing pain in left middle and ring finger/ pain in bottom on feet/ elbows pain"), hyperaesthesia teeth ("teeth sensitivity"), tenderness ("tenderness all over my body to the touch"), emotional disorder ("emotionalism"), myalgia ("muscle pain") and impaired quality of life ("affecting her quality of life as well as her attendance at work") and underwent endodontic procedure ("dental problems root canal/ temp crowns, broken tooth repairs"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, hyperhidrosis, vaginal haemorrhage, temperature intolerance, pruritus, burning sensation, pollakiuria, urinary incontinence, micturition urgency, endodontic procedure, migraine, headache, nausea, amnesia, disturbance in attention, anxiety, fear, adenomyosis, dyspareunia, abdominal distension, cervical dysplasia, uterine leiomyoma, vaginal discharge, loss of libido, peripheral swelling, abdominal pain lower, bladder pain, joint swelling, coital bleeding, the last episode of arthralgia, hyperaesthesia teeth, tenderness and impaired quality of life outcome was unknown, the mood swings, menorrhagia, dysmenorrhoea, depression, anger and emotional disorder had resolved and the female sexual dysfunction, fatigue, alopecia, weight increased, muscle fatigue and myalgia was resolving. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, amnesia, anger, anxiety, bladder pain, burning sensation, cervical dysplasia, coital bleeding, depression, disturbance in attention, dysmenorrhoea, dyspareunia, emotional disorder, endodontic procedure, fatigue, fear, female sexual dysfunction, headache, hyperaesthesia teeth, hyperhidrosis, impaired quality of life, joint swelling, loss of libido, menorrhagia, micturition urgency, migraine, mood swings, muscle fatigue, myalgia, nausea, pelvic pain, peripheral swelling, pollakiuria, pruritus, temperature intolerance, tenderness, urinary incontinence, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: discrepancy noted in date of insertion : 2011, 2012(as per mr), 09jul2013 (pfs) current weight 215lbs. Lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on 29-oct-2013: total bilateral occlusion.; on 04-apr-2017: total bilateral occlusion.. Pregnancy test urine - on 12-sep-2017: result: negative. Ultrasound pelvis - on 04-apr-2017: no specific etiology· for- pelvic pain identified. Showed essure implants in place.. Concerning the injuries reported in this case, the following ones were confirmed in patients' medical records : peripheral swelling, fatigue, menorrhagia, hair loss, anger, depression, cramping, bloating, dyspareunia, migraine, pelvic pain, nausea, arthralgia, joint swelling, vaginal bleeding, coital bleeding, urinary incontinence,uterine leiomyoma quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: pfs received- events : ¿affecting her quality of life as well as her attendance at work. Reporter information ,concomitant drug, medical history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.